Manufacturer narrative:
The device will not be returned to olympus for evaluation. The customer reported that the device will be sent to a non olympus third party facility for evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility on 30 june 2016 to assess and observe the account's reprocessing practices and to provide reprocessing training if necessary. The ess found no deviations from the account's reprocessing practices. In addition, a review of the device service history records was performed and found that the device was purchased on (B)(4) 2015 and was never returned to olympus for service.

Event description:
Olympus was informed that the device tested positive for an unspecified organism. The account utilizes two non olympus automated endoscope reprocessor's (aer) custom ultrasonics and evotech. In addition, the account also performs ethylene oxide (eto) sterilization as a secondary disinfection method. No patient involvement.

Manufacturer narrative:
Olympus received a med watch report from the user facility on (B)(6) 2016 stating that the duodenovideoscope tested (B)(6) for escherichia coli carbapenem-resistant. The duodenovideoscope was reported to have been pre-cleaned using an enzymatic cleanser. No patient infections reported.